Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons can be sensitive or pressed more than once as well as rainbow effect on screen occasionally. Customer's blood glucose level was unknown. Customer stated that the battery cap was warped. The insulin pump will not be returned for analysis.